Manufacturer narrative:
This follow up report is being submitted to report additional information. On december 12, 2018, it was reported that the device was shredding the skin instead of meshing. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 26, 2017 where it was reported that the ratchet was missing the allen type screw and the missing screw, cutter and roller were replaced. This is not a related issue. Product review of the meshgraft ii on january 9, 2019 revealed that the cutter and roller were worn. The handle was damaged and the device was within calibration specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on january 9, 2019 which included replacement of the roller, cutter and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was only noted that the cutter and roller were worn. The instructions for use (#06001810593, rev 02-11) states on page 1 that the dermacarrier ii carrier should be used grooved side up and the skin must be placed on this side of the carrier. If the skin is placed on the smooth side of the dermacarrier ii skin graft carrier (upside down), the graft will be shredded into long strips and will be unusable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was only noted that the cutter and roller were worn. The instructions for use (#06001810593, rev 02-11) states on page 1 that the dermacarrier ii carrier should be used grooved side up and the skin must be placed on this side of the carrier. If the skin is placed on the smooth side of the dermacarrier ii skin graft carrier (upside down), the graft will be shredded into long strips and will be unusable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was shredding skin instead of meshing. No adverse events have been reported as a result of this malfunction.